Manufacturer narrative:
Continuation from d10: product ID: 12fcc13 product type: sheath; product ID: afapro28 product type: balloon catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the sheath was flushed and air continued to be drawn. The device was removed and re-implemented twice without resolution. The sheath was replaced without resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath of lot number 0012564546 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection of the sheath. The native dilator was not returned with the sheath. The steering mechanism and deflection test were performed. No anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.07616 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01271 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported ¿air ingress¿ could not be reproduced the sheath passed the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012564546 was returned and analyzed. Visual inspection of the shaft and handle area was performed. The tip of the sheath was intact with no anomalies. The inspection identified a kink at the side port tube. The steering mechanism and deflection test were performed; no anomalies were discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked tightly to the sheath. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issues. Leak testing was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.07616 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01271 psig and in an acceptable range. In conclusion, the reported "air ingress during aspiration" issue was not observed/reproduced during analysis. The sheath did not pass returned product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.